Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 2. The patient's drain volume was 4067ml, the patients fill volume was 2000 ml. Which meets iipv criteria. No patient injury or medical intervention was reported. During a follow up phone call by product surveillance to the nurse, it was revealed that the hp passed away on (B)(6) 2010. The nurse stated the fluid retention the hp had was not related to the hp's peritoneal dialysis (pd) therapy. (B)(6) documented the following follow-up information during a call with baxter customer services, the nurse stated that the cause of death was cardiac failure. It was unknown whether an autopsy was performed, or if dianeal therapy was ongoing at the time of the death. The reporter believed the event of cardiac failure was not related to dianeal therapy.

Event description:
Caller reported advantage glucose result of 336 mg/dl, professional result of 108 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement was sent.